Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) went onsite and confirmed that the system cannot turn on. Upon troubleshooting, the fse found that the mpd (mains power distribution) control unit was broken. The fse replaced the mpd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.